Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I had a headache and asked my daughter to make some medicine for me, when I took it I said it looks strange, very green, then we saw it was corega [accidental device ingestion] case description: on 2024-06-28 a spontaneous case was reported in brazil by a patient via call center representative (phone). The report concerns a 57-year-old female consumer. The consumer received corega (napc+potm+taed tablet) lot number ms4p and expiry date: 2024-10-31. On (B)(6) 2024 for indication loose dentures. No concomitant medications were reported. On (B)(6) 2024, 1 days after starting corega, the consumer experienced a medically significant I had a headache and asked my daughter to make some medicine for me, when I took it I said it looks strange, very green, then we saw it was corega (accidental device ingestion). The outcome of the accidental device ingestion was unknown. The consumer's relevant medical history includes headache (not ongoing). No drug history was reported. The action taken for corega was unknown. The dechallange was unknown and rechallenge was not applicable. Causality for event with respect to suspect was not reported / not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "I took this medicine here, this corega, I didn't see it, I thought it was a medicine, I took it and took it, I'm terrified, it's because they ask you to call 0800 but they didn't answer me, and you answered me, here in pi I live, the boy told me go to a hospital, I want to know from you, is there any problem that I risk? It's mint-flavored corega tablets, I had a headache and asked my daughter to make some medicine for me, when I took it I said it looks strange, very green, then we saw it was corega, and said that in this case you can't take it if you ingest it, you have to go to the hospital. I am afraid. I'm a psychiatrist patient and I take a lot of medication, I wanted to know if anything will happen if I'm going to be hospitalized. I don't think I'll even need to go to the doctor, it's not giving me any reaction yet. It's so difficult because I'm a psychiatrist patient, they'll think I drank because I wanted to and they'll leave me hospitalized."